Manufacturer narrative:
H.6 investigation summary: material #: 301746 lot/batch #: 2292476 bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that while using the the bd vacutainer® flashback blood collection needle that there was poor sleeve function in 2 tubes. No patient impact. The following information was provided by the initial reporter: stage: when collecting blood. Defect: blood leakage from the end of the needle attached to the blood collection tube.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) e.1 initial reporter addr 1: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that there was poor sleeve function in 2 tubes. No patient impact. The following information was provided by the initial reporter: stage: when collecting blood. Defect: blood leakage from the end of the needle attached to the blood collection tube.